Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. The df-4 pin was damaged/pulled/stretched/overstressed. The stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated stretching and damage at implant. The analyst noted that the lead was returned stretched with the stylet in it. During analysis, it was difficult to withdraw the stylet out of the lead. When it was out it was visibly damaged/kinked. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had a difficult time removing the stylet from the right ventricular (rv) lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.